Event description:
The manufacturer received information alleging a ventilator's motor and board were not working. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles related to a ventilator's sound abatement foam. There was no report of patient harm or injury. The internal and external aspects of the device were inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were 2 errors found (errors 194 and 195 in the logs). These errors were suspected to caused by the software not properly installed during upgrade. Hence the software version of all zeros, installed the software, device is working properly and also had no detachable battery installed. The manufacturer concludes that could not confirm the customer's complaint and the unit passed the final repair test. Section e1 (telephone number) corrected. Section h6 updated in this report.

Manufacturer narrative:
Section h10 was incorrectly reported in the previous report. It has to be the manufacturer received information alleging a ventilator's pca and motor were not working. There was no report of patient harm or injury. The device was returned to manufacturer service center for evaluation. The device's downloaded logs were reviewed by the manufacturer. There were 2 errors found (errors 194 and 195 in the logs). These errors were suspected to caused by the software not properly installed during upgrade. Hence the software version of all zeros, installed the software, device is working properly and also had no detachable battery installed. The manufacturer concludes that the unit passed the final repair test. Section h6 (investigation findings and investigation conclusions) corrected in this report.